Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor alarmed multiple lost sensor errors. Customer's blood glucose at the time of the incident was 81 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is expected to return.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. See attachment file for details. Unable to confirm customer received sensor in said condition due to sensor returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.